Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. It should be noted that the perclose proglide instructions for use, states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery via 4fr sheath using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, resistance was felt when advancing the proglide device into the patient anatomy. The suture was attached to the posterior cuff, and part of the link. As the link had broken, the posterior cuff/link and suture were left where the proglide had been used. The posterior cuff/link/suture assembly was easily retrieved from the patient by hand, and with no difficulty. The sheath was upsized to an 8fr then 12fr and the evar procedure was completed. Two additional proglide devices were used for successful suture placement using the preclose technique. Hemostasis was achieved using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.